Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer went to emergency medical service for high blood glucose. Blood glucose reading was 900 mg/dl. Customer had symptoms such as vomiting. Customer was treated with intensive care unit. Customer was declined to perform a carelink upload. Troubleshooting was declined for high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.